Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material, believed to be dirt/dust, was observed at the device lightguide lens. A definitive root cause of the issue could not be determined, however, the issues was likely the result on insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon evaluation of the returned colonovideoscope, foreign material was observed at the device lightguide lens. There was no patient involvement.